Event description:
The customer contact reported no flow. On an unspecified date, a primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified medication. After an unspecified length of time, no flow of solution was noted. Multiple unsuccessful attempts were made for add'l info including if the tubing set was replaced and the therapy was resumed, if there were any reported adverse pt effects, delays in therapy critical to this pt, and if medical interventions were required.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.